Manufacturer narrative:
(B)(4). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019 (10 days post procedure), the patient was hospitalized as the feeding tube dislodged inside the body and reached the small intestines beyond treitz' ligament. The device was removed endoscopically on the same day using an ercp guidewire, basket catheter, and snare. The procedure was completed placing a different gastrostomy tube device of different size. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.